Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/28/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download history revealed multiple call service alarms recorded. On examination, the battery compartment was noted to be cracked. The pump powered on normally and was exercised for 24 hours without interruption or loss of power. The pump was opened for investigation and did not reveal any evidence of damage, defector contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).